Event description:
It was reported that there was electrical shocking at the right side pulse generator site. No signs or symptoms were indicated. Etiology was related to the device or therapy and not related to the implant procedure. Device interrogation revealed high impedances on right battery. Intervention was the right device was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0a3a0, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, lot# serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0a3a0, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).